Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) is down-unit operational ac reel jammed could not extended ac cord. No patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The disassembled the side cover to access the ac reel assembly and corrected the ac reel movement. The unit passed all functional and safety tests per factory specifications and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.